Event description:
It was reported that there was displeasure with the implantable cardiac monitor undersensing "all over the place". It was noted that the rwaves were small which would explaing the undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).